Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material remaining from reprocessing was deviated from instructions for use. The event can be prevented by following the instructions for use which state: IFU states the detection method in duodenovideoscope, tjf-q170v, operation manual chapter 3 preparation and inspection. IFU states the preventative measures in duodenovideoscope, tjf-q170v, reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope forceps elevator had foreign material. There was no patient involvement.